Event description:
Number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at the site event on 29-jun-2024. The patient changed supplies as necessary and resumed insulin deliveries successfully. No further information was available.